Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the following led to the malfunction: the event may occur if physical stress, such as hitting/dropping and/or chemical stress from chemical solutions are applied to distal end. However, the root cause of this event cannot be specified. The issue can be prevented, by following the instruction for use, which state: user can detect the suggested event, by handling device in accordance with the following IFU. Operation manual inspection of the endoscope: inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens or other irregularities. User may prevent the suggested event, by handling device in accordance with the following IFU. Operation manual important information: please read before use: warning: do not strike, hit or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors or light guide connector. Also, do not bend, pull or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also, cause parts of the endoscope to fall off inside the patient. Reprocessing manual compatible reprocessing methods and chemical agents compatibility summary: precaution: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only, when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage. According to the instructions described in this manual and its companion ¿operation manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited deterioration of the adhesives of the distal end. There were no reports of patient involvement.